Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) ((B)(4)) revealed no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the original intended ins had readings over 4000 ohms. The rep stated that they re-ran the impedance reading numerous times even after increasing amplitude as recommended and they took the battery off and wiped off the lead electrodes and ran it again but it still produced over 4000 ohms. The rep noted that they swapped out the battery and it resolved the impedance. The rep reported that they also tested the lead with a test stimulation cable to observe the s3 motor response at amplitudes all below 1.0 amps after they disconnected the faulty battery to determine it was not a lead issue. There were no symptoms or further complications reported or anticipated.